Event description:
Dexcom was made aware on 11/03/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. On the same day, it was reported that the pediatric patient experienced a skin reaction with itching, burning, redness, inflammation, and infection, under entire patch area, which occurred the same day the sensor had been inserted in the arm. The patient was seen by the diabetic consultant at the clinic and the skin reaction was treated with a prescription of an oral antibiotics, cefalexin 500mg. At the time of the report the patient was stable. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).